Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the exact quantity of the affected 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was only one (1). The previous quantity that was initially submitted was four (4) bags. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak coming from the spike port cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.